Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed white additive residue marks inside an unspecified number of tubes. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed white additive residue marks inside an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A total of 100 retained samples were visually inspected, and no additive abnormality was found in either the photo or the retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.